Manufacturer narrative:
Further investigation revealed that the cause for this incident was the result of a software anomaly related to the use of un-protected threads when uploading patient sample information to a networked system concurrent with compiling the results of a different sample analysis. Incorrect co-ox derived parameters can be reported. All measured parameters are reported correctly in all cases. The corrective action was a software modification to resolve the issue which will be provided to users through a mandatory software upgrade. Affected units will be upgraded to software version (B) (4). In addition, software code review will be improved to help identify and prevent similar issues. A recall number has not yet been assigned by FDA. The number documented by sendx in the recall notification to FDA is 2027541-2/24/09-001-c.

Event description:
On 2/5/09, a distributor reported a problem where derived values on the display screen of an abl80 flex co-ox analyzer did not agree with the initial print out.